Event description:
It was reported during intra-op for total thyroidectomy procedure that the device had connectivity issues with a pi box. Biomed reported that the pi box kept disconnecting while in wired and wireless mode. Biomed also noted there is slight physical damage to the box. Procedure was completed with another products. There was no patient impact in this event.

Manufacturer narrative:
H3: confirmed customer issue regarding plug damaged, artifact, intermittent wireless disconnects. Unit presented with main board fai lure, antenna cable loose and software. 1.6.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.